Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient post motor vehicular accident. Approximately seven years post filter deployment a CT scan demonstrated iliocaval thrombosis with occlusion. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed the inferior vena cava to be occluded and collapsed at and below the level of the ivc filter. Therefore, the investigation is confirmed for occlusion of the ivc filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4 (expiry date: 08/2012),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis and status post motor vehicular accident. The deployed filter was placed infrarenal via the right common femoral vein. Inferior venacavagram performed during filter deployment revealed the right and left common iliac veins join at the inferior aspect of l4, with no evidence of thrombus in the ivc and renal veins at approximately l1 level. The deployed filter was positioned at the l2 level. The patient tolerated the procedure with no complications and was in stable condition. Post venacavogram confirmed placement of the filter at the l2 level. The patient presented with a diagnosis of iliocaval thrombosis with obstruction status post filter placement, and was scheduled to receive bilateral iliac vein stents placed distal to the ivc filter and angioplasty. CT obtained indicated iliocaval thrombosis. Stents were placed via bilateral groins, post placement groin injections demonstrated no collateral flow. Manual compression held to groins, hemostasis achieved. There is no further information regarding the patient¿s status or that of the inferior vena cava filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The medical records reveal no deficiency with the filter. However, medical records included a diagnosis of filter- induced thrombosis with occlusion status post filter placement. Therefore, it can be confirmed that the patient was diagnosed with filter- induced thrombosis with occlusion below the filter. However, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2012); (manufacturing date: 08/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient post motor vehicular accident. Approximately seven years post filter deployment a CT scan demonstrated iliocaval thrombosis with occlusion. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient post motor vehicular accident. Approximately seven years post filter deployment a CT scan demonstrated iliocaval thrombosis with occlusion. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed the inferior vena cava to be occluded and collapsed at and below the level of the ivc filter. Therefore, the investigation is confirmed for occlusion of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2012). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.